Event description:
The device being reported on is a stand/holder for a vein illuminator. The caregiver was moving the stand's support arm to position the vein illuminator into the needed position. The supporting arm of the stand broke, exposing internal wiring. Pictures will be attached to this report which show an intact arm. Another picture showing the broken arm and the exposed wires. Manufacturer response for vein illuminator stand, accuvein (per site reporter) . Thank you for contacting us regarding accuvein hf470 s/n (B)(4) (case # (B)(4)). (B)(4) is out of warranty. The following three options are available to replace the hf470 pole/arm assembly. Each option is a pole/arm assembly that attaches to the wheeled base of your current stand and is compatible with both av400 and av500 devices.